Event description:
It was reported the gastrointestinal videoscope experienced error code b30. This issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air-water cylinder (tube) has foreign objects and air- water tube has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause of the b30 communication error is the scope connector and circuit board unit are dirty is due to water leakage. The cause for the air-water cylinder (tube) has foreign objects and air- water tube has foreign objects was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.